Manufacturer narrative:
Patient code 3191 was used to capture surgery to explant and replace the device. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, pacing inhibition, and loss of capture.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker oversensed noise on the non-boston scientific right ventricular (rv) lead, which resulted in pacing inhibition. Loss of capture (loc) was also observed. The patient experienced dizziness/syncope, and greater than two second of asystole. In addition, the patient was hospitalized. It was noted that the patient experienced two falls, which were not proceeded by dizziness, and the patient landed on their chest and split their eyebrow open on one of the falls. Troubleshooting was performed, and the noise/pacing inhibition was unable to be recreated. Boston scientific technical services (ts) recommended performing a revision procedure. Subsequently, a revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.